Event description:
It was reported that a patient underwent an unknown spinal procedure with hardware implantation at l4-5. It was reported that the set screw would not engage into the head of the screw once the screw had been implanted percutaneously. The screw was removed and it was noticed that the threads of the screw were damaged. No further details are known at this time.

Manufacturer narrative:
(B)(4): analysis of the returned device shows that macroscopic and optical examination revealed thread crest and flank damage; this damage appears to have initiated at the start of the thread, and is consistent around the damaged portion of the thread. The above observations are consistent with misalignment of the mas and set screw threads during construct assembly.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.